Event description:
It was reported that during an attempt of the ventricular threshold testing, the threshold button was dimmed. The health care professional (hcp) ended the session and change the electrogram to trace one only to successfully reinterrogate. There were no adverse patient effects reported.

Manufacturer narrative:
Correction: b5, impact code and evaluation conclusion code changed.

Event description:
It was reported that the screen of this programmer was unresponsive during ventricular threshold testing. The health care professional (hcp) did not recall loss of capture (loc) happening at that exact time. The health care professional (hcp) ended the session and change the electrogram to trace one only to successfully reinterrogate. There were no adverse patient effects reported.

Event description:
It was reported that the screen of this programmer was unresponsive during ventricular threshold testing. The health care professional (hcp) did not recall loss of capture (loc) happening at that exact time. The health care professional (hcp) ended the session and change the electrogram to trace one only to successfully reinterrogate. There were no adverse patient effects reported.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.